Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable defib lead (B)(6) 2005. (B)(4).

Event description:
It was reported that during prophylactic right ventricular (rv) lead change-out, the atrial lead dislodged during rv lead extraction. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.